Event description:
The customer called to report that their high bgs were treated. The customer stated that the batteries last one week. Troubleshooting was performed. The customer had repeated off no power alarms, has cleaned the battery carrier, and replaced the batteries with no success. Three days later the customer called back to report that their bgs are going high. Advised the customer to go to emergency room and have bgs treated.